Manufacturer narrative:
Investigation conclusion: the reported issues of no ac light, no power, and the keypads not working were confirmed and replicated during this investigation. Functional testing performed by connecting each of the 4 front case assemblies to a known good lab pcu confirmed that ac power led would not illuminate and the system would not power on. Internal inspection of the keypads identified fluid ingress or contamination with cracked/open traces on the keypad flex cable. Additional examination through magnification found evidence of fluid ingress entering through the slot of the front panel. Per risk assessment doc# 10000351272 created as a result of reports of unresponsive pcu keypad key(s) failures manufactured by printec, there are two failure modes that may result in an unresponsive key: fluid ingress into the keypad may cause an open or short circuit. Cracked keypad flex cable may cause an open circuit. The system was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that there was a number of failures with the (m2) keypads, issues with ¿no ac light, no power and it turns out to be the keypad not working. A bd representative stated: "the pumps were not able to power on and they were sent to the bd department for warranty repairs". It was confirmed that there was no patient involvement.